Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿

Manufacturer narrative:
An examination of the received components found wear, small indentations, dull band of scratches, and evidence of black residue and discoloration. The root cause cannot be determined with the information provided.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2005. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to alleged metal reaction. During the revision procedure, blackened metal in the stem neck, metal mass in the joint and damaged bone/tissue from the gluteus medius were removed and noted.